Manufacturer narrative:
It was reported that an insect was found within the bulb irrigation syringe. According to the reporting facility, the contaminant was identified when the packaging was opened. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or sample were provided for evaluation. The reported problem/issue was unable to be confirmed and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that an insect was found within the bulb irrigation syringe.